Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 980 ventilator missed triggers. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.